Event description:
The patient received inappropriate antitachycardia pacing and shocks due to r-wave amplitude variation. It was reported that r-wave amplitude had decreased, capture threshold increased, and pacing lead impedance had decreased. Lead dislodgement was suspected. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.